Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator and right ventricular lead exhibited high, out-of-range shock lead impedance. Attempts to obtain addtional information was unsuccessful. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the system continued to display high, out of range shock impedance measurements. The system was revised. The device was explanted and has been returned for analysis. The lead remains in service.

Event description:
Subsequent information from the health care professional (hcp) indicated that the lead was in fact fully explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.